Event description:
Staff was preparing the client for a bath in the tub room. The client was wearing a nightgown and was transferred from the wheelchair to the calypso bath chair. The safety belt was not applied. The staff member tried to help the client remove the nightgown by standing behind the lift and tugging on the nightgown unsuccessfully (resident was sitting on the nightgown). The staff member lifted the front armrest of the lift to have the client lean forward in order to tug and remove the nightgown. The client fell forward out of the chair approximately three (3) feet to the floor. The client sustained soft tissue damage as well as broken ribs. The client was taken to the local hospital and passed away a number of days later.

Event description:
It was reported the incident occured and that the resident passed away f few days later. Attempts were made to obtain the date and cause of death, but the facility was unwilling to release this info. Therefore, it cannot be excluded that the death was not caused by the fail and injuries obtained.